Manufacturer narrative:
Product analysis: the turbohawk device was returned in the product pouch inside 2 biohazard bags. Product identification and lot number confirmed from pouch label. Device returned loosely coiled with looper around the handle of the device. Device returned with thumbswitch partially off. Cutter returned inside cutter window. No deformation noted to the housing and no biologics visible within housing. Attempted to move the thumbswitch but would only advance slightly forward and the cutter does not move from the window. When the cutter driver is powered on, the cutter still wont move from the cutter and the thumbswitch would not advance any further. Device returned with bend noted in strain relief. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a turbohawk atherectomy during procedure to treat a severely calcified lesion in the mid right superficial femoral artery with chronic total occlusion (cto-100%). The device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that the device jammed and will not close. The cutter crashed and would not close while in use in vivo. The device was removed with cutter not completely closed. There was no residual effects on the patient. There was no patient injury.